Event description:
Caller reported the meter deletes the bolus advice data when the battery is changed. Caller stated the issue appears every 3 weeks. Caller reported the active insulin amount becomes 0.0 and meal rise is not applied anymore, so the recommendation is higher than it should be. Caller stated the patient has very high insulin sensitivity (1 unit: 12- 17 mmol/l depending on time blocks). No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). The meter was lost during shipping from the affiliate to the investigation unit, so no investigation is currently possible.

Manufacturer narrative:
The event occurred in (B)(6).